Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0007 lot 21019020, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's 2nd smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that tubing came apart right below y-site was verified. A device history record review for model 2426-0007 lot number 21019020 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21019020 regarding item #2426-0007.

Event description:
It was reported that the as lvp 20d 3ss cv tubing came apart below the y-site during use. The following information was provided by the initial reporter: "tubing came apart right below y-site."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing came apart below the y-site during use. The following information was provided by the initial reporter: "tubing came apart right below y-site."